Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had an infection at the right dbs lead site. In turn, surgical intervention may occur to address the issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s), however, no explanted products were returned for analysis. The patient was treated with antibiotic therapy without any problems. Area healed completely. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicated the lead was explanted to address the issue. The patient was treated with antibiotic therapy without any problems. Follow-up information indicated the area healed completely.